Event description:
It was reported that the customer's insulin pump alarmed no delivery during bolus. Advised the customer to check the cannula and it was not bent. The blood glucose reading was 30.3mmol/l the day before. The customer went to see her doctor who recommended going to the hospital to regulate the value of the glucose level. The customer was in the hospital half day and her glucose level was 300mg/dl while being at the hospital. Once the infusion set was changed, the glucose level dropped. Troubleshooting was performed, and no damage to the drive support cap noted. The connection between the infusion set and reservoir were correct. No leaks or air bubbles found. The customer did not have a tubing clamp to run the high pressure test. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.